Event description:
PICC inserted without difficulty with use of a guidewire into cephalic vein, threaded into superior vena cava, confirmed by x-ray. Developed mild phlebitis within 24 hrs of placement. Pt applied warm compress starting 36 hrs after placement. Area became more red and tender with edema and generalized induration over next several days. Subclavian line was placed on 3/30. Pt remained afebrile, developed no systemic sepsis symptoms, missed 1 dose. 4/2: phlebitis resolving without further complications.